Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use the tip of the foley catheter balloon was bent.

Manufacturer narrative:
The reported event is confirmed as cause unknown. Photo sample evaluation: received (4) photo samples. Visual evaluation of the second photo shows an opened two-way foley catheter which is bent at the catheter shaft. The third photo shows a close-up image of bent catheter. As per the fourth and fifth photo, verified material number for catheter 2758j14 and manufacturing lot number ngjz2839. The condition of the affected catheter can be confirmed from the photos provided. Corrections made to tab(s) d, f, h. Initial reporter complete facility name: (B)(6) medical center. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use the tip of the foley catheter balloon was bent.